Manufacturer narrative:
H10: internal complaint reference: (B)(4),

Event description:
It was reported that before a procedure, the mdu overheated when it was plugged in. The procedure was performed, without any delay, using a similar s+n back-up product. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed a missing o ring and a broken lanyard. A functional evaluation was performed on the returned device and found that it worked as intended. It is noted that the returned device did not grow warm. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. Based on this investigation, the need for corrective action is not indicated.